Event description:
When setting up for training, an automated impella controller continued to alarm ¿purge disc not recognized.¿ several attempts were made to utilize multiple purge cassettes. This was not found related to patient care or in a clinical setting.

Manufacturer narrative:
The device was returned. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Console (B)(6) was sent back to field service for further investigation. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. The purge disc flag was observed to be broken and was the root cause of the inability to detect the purge disc. The possible root causes of a fracture of the purge flag which is not tied to a manufacturing or design defect, typically caused by fluid ingress into the purge pressure sensor assembly.